Manufacturer narrative:
.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2016. Date received by manufacturer: 09/26/2016. Conclusion / root cause: the reported complaint of the air flow accuracy being out of tolerance was not duplicated. No fault was found on the returned air flow sensor. This report is being submitted as part of the remediation for (B)(4).